Manufacturer narrative:
Please note that there were previous reports submitted for this product under manufacturing reporting number 9616099-2016-00531.  No further reports will be forthcoming under the previous number as the complaint handling system is no longer available.  It was reported by the sales rep that an 8x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured at rated burst pressure. There was no reported patient injury. There was 90% stenosis but the lesion was not calcified and the vessel was not tortuous. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon inflated normally. The maximum inflation pressure was 10 atmospheres. The balloon did not maintain pressure during inflation and it burst. There was no difficulty removing the product from the hoop, removing the protective balloon cover or any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast was not provided but the contrast to saline ratio was 50/50. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices. The device was returned for analysis. One non sterile powerflex extreme 8 x 4 80cm bc was returned. Per visual analysis the balloon had been inflated and deflated. No other anomalies were noted in the device. Per functional analysis pressurized water was applied to the catheter using an indeflator (lab sample), and a leakage was noted in the balloon. Per sem analysis the external surface revealed evidence of scratch marks that could be related to the balloon pinhole noted. The internal surface and marker bands did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17413038 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed due to the technical definition of a burst; however a leakage was confirmed through analysis of the returned device which may appear to the user as a burst. The exact cause of the le could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
It was reported by the sales rep that an 8x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured at rated burst pressure. There was no reported patient injury. It was not indicated if the device will be returned for analysis. Addendum: there was no difficulty removing the product from the hoop, removing the protective balloon cover or any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast was not provided but the contrast to saline ratio was 50/50. The brand of inflation device used was bsc. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was 90% stenosis but the lesion not calcified and the vessel was not tortuous. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon inflated normally. The maxiumun inflation pressure was 10 atmospheres. The balloon did not maintain pressure during inflation and it burst. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices.